Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted the reload was fully fired. The middle section of the cartridge had staple pushers flush with the cartridge. Three staple pushers did not deploy properly, with one malformed staple protruding from the outermost staple pusher hole. A region of three pusher segment can be seen not fully depressed and with a staple caught in the face of the cartridge. Upon disassembling the unit, no damage was observed on the channel adapter, the vanes of the sled, or to the knife laminates. The triple pusher was able to depress easily after disassembly - no flash on the pusher or internal cartridge. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco-lobectomy, the stapler was used to staple the upper right lobe bronchus of the patient. It was reported stapling was completed without problems. However, when releasing the jaws, the bronchi stuck to the cartridge and could not be unstuck. It was noted during stapling, the stapler slowed down instantaneously, and the bronchi was not thick. The staple was formed poorly, which led to sticking problem of the cartridge and the bronchi. They pulled the handle, but could not separate the cartridge apart from the bronchi , so they cut off the bronchi partiality with scissors and managed to release the jaws. The remaining bronchi was sutured and recovered.